Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, during the procedure, while the scope was in a retroflex position, the physician grasped tissue with the clip and locked the device closed. However, the clip would not deploy off of the catheter. The clip was pulled from the tissue without causing any significant tear to the tissue. The entire clipping device was removed from the patient with no visible damage to the device. There was a slight delay in the procedure; however, it did not exacerbate the bleed. The procedure was successfully completed with a gold probe device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.